Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure alarms occurred during a routine hemodialysis treatment. The operator ended treatment and did not perform rinseback, resulting in an estimated blood loss on 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator ended treatment and did not perform rinseback as instructed in the user's guide. The venous pressure high alarm was attributed to the patient's central venous catheter. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.